Manufacturer narrative:
Based on the limited information provided by the patient's attorney we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged by the patient's attorney. A lot number was not provided, therefore a review of the manufacturing records is not possible at this time. Hernia recurrence, adhesions and inflammation are known risks of hernia repair surgery and are listed in the instructions-for-use as potential adverse reactions. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney alleged that on (B)(6) 2015 - the patient underwent incarcerated ventral incisional hernia repair. As reported, a bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2016 - the patient underwent recurrent ventral incisional hernia and a second ventral incisional hernia with mesh removal, division of adhesions, foreign body giant cell reaction, and chronic inflammation. The patient continues to suffer chronic pain. As alleged, the patient has been injured and sustained severe and permanent pain, suffering, disability and impairment due to the alleged defective bard/davol perfix plug.

Manufacturer narrative:
Based on the limited information provided by the patient's attorney we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged by the patient's attorney. A lot number was not provided, therefore a review of the manufacturing records is not possible at this time. Hernia recurrence, adhesions and inflammation are known risks of hernia repair surgery and are listed in the instructions-for-use as potential adverse reactions. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about one year post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with mesh removal. This supplemental emdr represents perfix plug (device #1). An additional emdr has been submitted to represent ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The patient's attorney alleged that (B)(6)2015 - the patient underwent incarcerated ventral incisional hernia repair. As reported, a bard/davol perfix plug was implanted in the patient during this repair. (B)(6)2016 - the patient underwent recurrent ventral incisional hernia and a second ventral incisional hernia with mesh removal, division of adhesions, foreign body giant cell reaction, and chronic inflammation. The patient continues to suffer chronic pain. As alleged, the patient has been injured and sustained severe and permanent pain, suffering, disability and impairment due to the alleged defective bard/davol perfix plug. Addendum per additional information provided: (B)(6)2015 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿at the level of the umbilicus, a large ventral hernia was identified, and two smaller hernias were identified superior to this. The hernia was dissected free, and the two upper hernias were also dissected. A large perfix plug (device #1) was placed and sutured.¿ (B)(6)2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with division of adhesions, removal of perfix plug (device #1) and implant of ventrio mesh (device #2). Per operative notes, ¿hernia just above the umbilicus and non-recurrent hernia was identified. Both were dissected free. The entire area of the mesh (device #1) and previously involved fascia was excised. A ventrio mesh (device #2) was placed and sutured.¿ (B)(6)2016 - patient was diagnosed with mesh infection thereby underwent open repair with the removal of ventrio mesh (device #2). Per operative notes, ¿on entering the wound, a small amount of serous fluid was encountered, and the mesh was identified. This was involved in the center portion of the mesh with an obvious infective inflammatory process. The inferior edge of the mesh was dissected free from fascia. The entire mesh (device #2) was removed. A biological mesh was placed and sutured.¿ attorney alleged that the patient had adhesions, bowel/intestinal obstruction, hernia recurrence, infection, constipation episodes, chronic pain and suffering.